Manufacturer narrative:
An allegation of a cylinder malfunction was reported. The ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 near the proximal end of the cylinder body due to wear at the corner of a fold. Cylinder 2 performed within specification. Device analysis therefore concluded a cylinder malfunction. An allegation of a cylinder malfunction was reported. The ipp cxm inflate/deflate pump was visually inspected; no leaks were found. The pump was not functionally tested, as the cylinder malfunction was confirmed in the sister complaint (#: (B)(4)). Device analysis was unable to conclude a device malfunction with the pump. A cylinder malfunction was reported; there was no reported allegation against the reservoir. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Analysis confirmed there was not a device malfunction with the reservoir. Pump model- 72401110; lot sn- (B)(6); mfg date- 11/16/2012; exp date- 11/09/2017. Reservoir model- 72404161; lot sn- (B)(6); mfg date- 10/25/2013; exp date- 10/14/2018; gtin- (B)(4).

Event description:
It was reported that due to a cylinder malfunction the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders, pump and reservoir were implanted. It was further reported that there was a lack of inflation in cylinder and no suspected reason for the inflation issue was found. This occurred two weeks ahead of surgery and the patient got well following this surgery.

Manufacturer narrative:
Pump: model- 72401110, lot sn- (B)(4), mfg date- 11/16/2012, exp date- 11/09/2017. Reservoir: model- 72404161, lot sn- (B)(4), mfg date- 10/25/2013, exp date- 10/14/2018, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a cylinder malfunction the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 16 cm x 9.5 mm cylinders, pump and reservoir were implanted. It was further reported that there was a lack of inflation in cylinder and no suspected reason for the inflation issue was found. This occurred two weeks ahead of surgery and the patient got well following this surgery.